Event description:
It was reported that a right axillary inserted iab was noted to have blood in the driveline tubing, the iab ruptured. As a result, a 2nd iab was inserted at a different insertion site, in the right femoral. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath extrusion was noted cut near the teflon sheath hub at approximately 3.7cm from the proximal end of the sheath hub; the remaining length of the teflon sheath extrusion was not returned with the sample. The teflon sheath hub was noted at approximately 27cm from the iabc luer end. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer end. The bladder was fully unwrapped. Numerous bends to the iabc central lumen/outer lumen were noted at approximately 15.3cm, 33cm, 37.5cm, 45.5cm, 55.5cm and 72cm from the iabc distal tip. Dried yellow substance/dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, an abraded area was observed on the iabc bladder membrane around the location of the leak at approximately 23.2cm to 24.7cm from the iabc distal tip. The full thickness abrasion to the bladder was confirmed at approximately 23.5cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 15.5cm, 32.8cm, 46.2cm, and 72.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.4cm, 31.1cm, 35cm, 48.1cm, and 66.2cm from the iabc luer end, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "ruptured iab, blood in driveline noted" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the DHR , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that a right axillary inserted iab was noted to have blood in the driveline tubing, the iab ruptured. As a result, a 2nd iab was inserted at a different insertion site, in the right femoral. No patient harm or injury. Patient status is reported as "fine".